Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a big chunk of the downstream occlusion (dso) seal was missing. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the pump passed all accuracy testing. The root cause was unknown. Preventive service was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device volumetric flow difference was greater than 6 percent. The event occurred during restocking checks and annual preventive maintenance. There was no patient involvement and no patient harm.